Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an esophagogastroduodenoscopy (egd) and dilatation procedure. According to the complaint, during the procedure, an old model of a reusable rigiflex balloon was placed in the esophagus without using a guidewire or fluoroscopy. When inflating the balloon with the hand pump, it was noted that the gauge was reading inaccurately. However they continued the dilatation and the procedure was completed with the same hand pump and balloon. Later in the day, the patient returned to the hospital and complained of pain. The patient was reexamined and a perforation was found in the esophagus. It was reported that the cause of the perforation was the inaccurate gauge reading of the hand pump. It was confirmed there were no issues with the balloon. A nasal biliary tube was placed within the patient to address the perforation. Later in the week on april 13, 2012, the patient returned and a wallflex fully covered esophageal stent (manufacturer report# 3005099803-2012-01790) was placed to seal the perforation. After deploying the stent, the physician thought it was implanted too distal, and grasped the suture and pulled the stent proximally. A barium swallow confirmed there were no leaks and the stent was left implanted. A couple days following the stent placement (exact date not provided), the physician performed a second barium swallow. A small leak was noted at the edge of the stent and it was noted that the stent migrated proximally. The stent was pushed upward slightly and was left implanted. A second wallflex fully covered stent was implanted overlapping with the first. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a pneumatic hand pump was used during an esophagogastroduodenoscopy (egd) and dilatation procedure. According to the complaint, during the procedure, an old model of a reusable rigiflex balloon was placed in the esophagus without using a guidewire or fluoroscopy. When inflating the balloon with the hand pump, it was noted that the gauge was reading inaccurately. However, they continued the dilatation and the procedure was completed with the same hand pump and balloon. Later in the day, the patient returned to the hospital and complained of pain. The patient was reexamined and a perforation was found in the esophagus. It was reported that the cause of the perforation was the inaccurate gauge reading of the hand pump. It was confirmed there were no issues with the balloon. A nasal biliary tube was placed within the patient to address the perforation. Later in the week on (B)(6) 2012, the patient returned and a wallflex fully covered esophageal stent (manufacturer report# 3005099803-2012-01790) was placed to seal the perforation. After deploying the stent, the physician thought it was implanted too distal, and grasped the suture and pulled the stent proximally. A barium swallow confirmed there were no leaks and the stent was left implanted. A couple days following the stent placement (exact date not provided), the physician performed a second barium swallow. A small leak was noted at the edge of the stent and it was noted that the stent migrated proximally. The stent was pushed upward slightly and was left implanted. A second wallflex fully covered stent was implanted overlapping with the first. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient weight is unknown. Event date is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture date is unknown. However, this is a reusable device; therefore there is no expiration date. (B)(4): gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: upon visual evaluation of the complaint device, no visible damaged was noted. Functional testing showed that when the pressure release valve was closed, the air flow through the latex tubing was blocked. Upon pumping the bulb, the needle increased to approximately 8 psi. The bulb was pumped again at which time all pressure was lost and the air could be heard leaking out of the device. The test was repeated two more times, producing the same results. The customer's complaint was confirmed. Product analysis found that the gauge reading was inaccurate. It also determined that the product was over 5 years old and that it showed significant wear. The most likely root cause is wear and tear. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.